Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the addition of 5000mg morphine, 4mg dexamethasone, and normal saline in a 100 ml cassette, the compounder observed that the cassette bladder began to leak about 1% of the total of compounded cassettes during compounding. There was no patient involvement.